Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 29.5 diopter lens came out of the injector too soon when inserting into the patient's right eye (od). Therefore, the lens was removed and replaced with a back up lens of the same model and diopter. There was an incision enlargement made, but no sutures were used. Reportedly, there was no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 11/27/2018, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed and showed the plunger and pushrod in advanced position. Residue of viscoelastic material was observed on the cartridge. No damage was observed to the cartridge. The lens was returned outside the preloaded device. One part of the lens was observed broken. One of the haptic was observed at folded position. The other haptic was observed detached and stuck at the cartridge tip section. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the information provided, there is no indication of product quality deficiency. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.